Event description:
Dr. (B)(6) reported that he injected a patient with 0.3cc of radiesse dermal filler in her glabella and stated she has been injected in this area several times in the past. Several days post treatment, she developed an outbreak of what dr. (B)(6) diagnosed as herpes. He cultured the area for viral and bacterial sources. He initiated valtrex and cipro, as he suspected a secondary infection. After three days of treatment with these medications, the patient reported that she is worse. Dr. (B)(6) sent her to the emergency room. He spoke to the emergency room physician indicating what he thought was going on that perhaps since she didn't respond to his treatment, she has a more resistant bug such as (B)(6) or a vascular compromise. Emergency room switched her antibiotics to sulifa, cleocin and bactoban ointment for suspected (B)(6). Valtrex was continued as dr. (B)(6) was certain this was herpetic despite a negative culture. Dr. (B)(6) did a igg/ige titer for varicella zosters virus. The test result was negative.

Manufacturer narrative:
The radiesse device history records for (B)(4) were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. The patient is doing well. The scabs are healed and the area of injection is slightly pinkish in color. No further follow up visits with the physician were scheduled.